Event description:
It was reported that the device powered on and alarmed, but the lcd did not display. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bad downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the fluid ingression to the device was the root cause. The main board, pogo bumpers, and dso seal were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.